Event description:
It was reported via repair work order that the head right side rail would not lock in the upright position due to the timing link being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.